Event description:
Clinical trial. Same case as MFR# 6000089-2006-02043. It was reported that 71 days post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 3 mm wide, 20 mm long, and 90% stenosed. There was moderate calcification, moderate tortuosity, and a possible thrombus was noted. The physician direct stented the lesion with overlapping 3.0 x 8 mm and 3.0 x 16 mm taxus liberte stents. Residual stenosis was 0% post procedure. The patient was discharged one day later on aspirin and plavix. On day 71, the patient experienced a tvr to the prox lad. The lesion was 98% stenosed, but not due to in-stent restenosis. An express2 bare metal stent was placed, and residual stenosis was 0%. The event was considered resolved. The patient was taking aspirin and plavix at the time of the event. In the opinion of they physician, there was no relationship between the tvr and the taxus liberte stent. This product is only ous approved, but is similar to a marketed u.s. Device.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 8108089 found that the device met its material, assembly and product specifications, at the time of release to distribution.